Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer returned photos of 3/10cc syringes. Customer states that when removing the shield, a needle with the shield was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: based on the samples photo(s) received the investigation concluded bd was able to confirm the customer¿s indicated failure. Root cause description: "on 24 jun 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with a gap between the hub and the roof of the barrel. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that when removing the shield prior to use the hub separated from device with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the shield, a needle with the shield was separated from the hub.